Manufacturer narrative:
The cusa clarity console (c7000) was returned for evaluation: the DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - evaluation confirmed the reported failure that there was no fragmentation with the tip. Root cause - the ultrasonic board is defective. The defective ultrasonic board was replaced. There is no adverse trend, thus no further investigation is required.

Event description:
A facility reported that there was an error on the cusa clarity console (c7000) but there was no fragmentation on the tip. As a result, there was surgery delay of 1.5 ¿ 2 hours. However, there was no injury to the patient.